Manufacturer narrative:
From the picture it was not observed that "improper product indication at inspection". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, cuffed, spiral-flex 9.0, lot #01j1200071 was manufactured on 09/13/2012. The DHR investigation did not show issues related to complaint. An assessement (fmea) was conducted and no changes were required. From the picture it was not observed "improper product indication at inspection", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the product has an improper product indication. This issue was detected during inspection. No pt of a pt injury.